Event description:
On 08/04/2025 at 11:02 am pst, the caregiver reported that during a supply change they were not seeing drops even at 90 units. The caregiver removed the cartridge and observed insulin leaking out the back into the chamber. The caregiver noted the plunger in the cartridge appeared smoother on one side than the other and suspected it may have been defective. The caregiver had already changed out all the supplies, successfully applied a new site, and confirmed insulin therapy had resumed. No symptoms, external or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.